Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to resolve this event. The patient was stable and will be monitored.